Event description:
The pt had a left total knee replacement in 2006. Pre operatively the pt had an epidural catheter placed for pain management. Initially, the pt was in a lot of pain post operatively, requiring bolus of fentanyl epidural x3 and toradol 30mg IV. He also had a pca of morphine started at 1205. The delivery (continuous) rate of morphine was 1.5mg and the pca dose was 1mg, with a 10mg hourly limit. At 1305, the epidural catheter was discontinued and the continuous rate of the pca increased to 2mg/hr. The pt became comfortable by change of shift around 1536 and had an uneventful evening. At 0005, the pt was found unresponsive and gasping. CPR was started and a code was called, but they were unable to resuscitate the pt.